Event description:
A 3.5 diameter x 18mm length ave micro stent ii was deployed at the target lesion site in the obtuse marginal branch of the circumflex coronary artery. The target lesion was predilated with a 3.5 diameter percutaneous transluminal coronary angioplasty balloon. Inflation pressure of the stent delivery system balloon, upon deployment of the stent, was 12 atm, creating a stent diameter of approx 3.8 mm. After deployment of the stent, it was noted that there was a perforation of the target vessel. The pt experienced cardiac temperature and was sent to surgery. There was no add'l clinical sequelae reported relative to the event.